Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted once the physician determined that they were given a shorter lead than they had requested at implant. The lead was removed and the correct size lead was successfully implanted. No additional adverse patient effects were reported.